Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted/removed lens was returned to our manufacturing facility for evaluation. A visual inspection revealed that the lens was returned cut in half. The lens was inspected under microscope at 10x and was found with stains and particles adhered to both sides of the optic body compatible with the implant and explant process. Diopter measurement was not possible due to the condition of the returned lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was explanted in a secondary procedure due to unexpected post operative refractive error. It was stated that the outcome was good. No additional information was provided.